Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot# p4g1059). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the egia60amt egia 60 artic med thick sulu, the instrument broke, specifically the reload and shaft components. The event was associated with a patient, but the impact on the patient was unknown. The broken part's disengagement status was also unknown. The resolution steps taken to address the issue were unspecified. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the staple cartridge was pre-fired and engaged in interlock. The jaws of the reload were clamped. The cover tube was not damaged and in its normal position. Functional testing noted that the reload jaws were manually opened. The reload was loaded into a representative instrument. The jaws were clamped and unclamped repeatedly without difficulty. The interlock was overridden and was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the instrument broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading, the shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading or the shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the single use loading unit(sulu) engages in the instrument to facilitate clamping and unclamping. It was also reported that shaft was loose. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. Ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the of the reload, the reload and shaft components were loose and slipping off. The event was associated with a patient, but the impact on the patient was unknown. The broken part's disengagement status was also unknown. The resolution steps taken to address the issue were unspecified. It was unknown if there was any patient involvement or complications as a result of the event.